Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the elecsys hiv combi pt assay on the cobas e411 analyzer. The first sample, collected on (B)(6) 2021, was tested with the elecsys hiv combi pt assay on the cobas e411 analyzer and yielded a reactive result of 10.28 coi. The same sample was subsequently tested with the elecsys hiv duo assay on a cobas e801 analyzer at a different laboratory, yielding a non-reactive result of 0.2 coi. Additional confirmatory testing included polymerase chain reaction (pcr) for hiv, which was not detectable, and western blot, which was non-reactive. A second sample, collected on (B)(6) 2021, was tested with the elecsys hiv combi pt assay on the cobas e411 analyzer and yielded a reactive result of 8.41 coi. The same sample was tested with a chemiluminescent immunoassay (clia) on a beckman coulter system, yielding a non-reactive result of 0.19 coi. Additional confirmatory testing included pcr for hiv, which was not detectable, and enzyme-linked fluorescent assay (elfa) on a biomérieux system, which was non-reactive. On (B)(6) 2021, both the first and second samples were re-tested with the elecsys hiv combi pt assay on a different cobas e411 analyzer. The first sample yielded a reactive result of 9.05 coi, and the second sample yielded a reactive result of 8.55 coi.

Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer with serial number (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The root cause was attributed to a patient sample-specific discrepancy. False reactive results may occur with this assay due to unspecific bindings, as outlined in the corresponding method sheet. The device remains in operation at the customer site, and the customer followed the recommended confirmatory testing procedures, which yielded non-reactive results.